Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a debris on the pcb00v monofocal iol (intraocular lens). The foreign material was removed and to date, the lens remains implanted. It was noted also that there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/05/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger of the pcb00v device was in a fully advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The pushrod was exposed out of the cartridge tip. The cartridge tip was broken with a missing small piece. The foreign material was also returned, wrapped in a surgical tape. It looked like a piece of plastic material and it had a reddish stain. The intraocular lens (iol) was not returned as to date it remains implanted. The foreign material was inspected using a ftir (fourier transform infrared spectroscopy) analysis. The results revealed that the bulk of the debris was consistent with a polypropylene material. The cartridge raw material is polypropylene. Based on the evidence observed, the particle may be a result of a device (cartridge) piece that somehow got detached. The reported issue was verified. However, due to the conditions in which the sample was returned, a product quality deficiency could not be determined. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.